Event description:
It was reported the patient received the following results within 10 minutes: 140 mg/dl, a result in the "80's mg/dl", and 51 mg/dl. The patient felt weak and could not focus. The patient's daughter treated her with orange juice, sugar, and washed her face with a wet washcloth. The patient started to feel better around 15 to 20 minutes later.